Event description:
Blood backed into the system 97 pump. On 7/29/1998, datascope was notified that when the doctor removed the iab at the patient's bedside, there was injury to the patient's artery. Repair to the artery was done at the patient's bedside. (Event complications: none-reported 7/20/98; injury/repair to artery-rpt'd 7/29/98.) (Pt's current status: unk - rpt'd 7/20/98.)